Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with hypoglycemia. The patient's blood glucose levels were not provided while wearing the pod longer than 48 hours. Symptoms reported include feeling dehydrated, drowsy and had urinary tract infection. The patient does not recall what they did but stated they did drips for the dehydration and some kind of treatment to stabilize there blood glucose for the patient was released the following day. The pod was worn seeking medical attention but was removed at the ER (emergency room).